Event description:
Registered nurse (rn) prepared to utilize dialysate bag for continuous renal replacement therapy (crrt) and noted that there was leaking coming from a crease in the plastic of the bag. This bag was set aside for risk management and another bag was selected. This bag was not utilized in patient care.